Manufacturer narrative:
This complaint is still under investigation. The reported lot is under scope of a corrective action which was initiated by the manufacturing plant to further investigate this matter. The reported lot was recalled. The recall was reported to the FDA under recall number 7093314-05072024-001-r. A supplemental report will be submitted upon receipt of new and relevant information or upon the completion of the investigation at the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 16august2024 the distributor reported to anika that a patient of unknown age and demographic reported to the clinic with pain and swelling in the knee after being treated with tactoset for a subchondral plasticity procedure of the knee on or about (B)(6) 2024. The surgeon withdrew 40cc of fluid from the patient's knee and reported white clumpy substance in the fluid. The fluid was cultured, and the culture results was negative. Upon follow up with the surgeon, the surgeon reported that the patient did not return and believes the patient is seeing another physician. The surgeon reported waiting 202-22 minutes after mixing the tactoset before applying it to the patient. The current status of the patient is unknown. Additional information was solicited.

Manufacturer narrative:
This complaint is still under investigation. The reported lot is under scope of a corrective action which was initiated by the manufacturing plant to further investigate this matter. The reported lot was recalled. The recall was reported to the FDA under recall number 7093314-05072024-001-r. A supplemental report will be submitted upon receipt of new and relevant information or upon the completion of the investigation at the manufacturing plant. Supplemental report: the reported event is not confirmed. Additional information was not provided upon request. The device was not returned for analysis. A review of the batch record was performed. There was no nonconformances related to the reported event. The lot was manufactured and released to applicable procedures and specifications. The IFU was reviewed: warnings, temperature storage, handling precautions, and general device-specific information are sufficiently documented in the IFU. A three year retrospective review of all nonconformances was performed. There are no nonconformances related to the reported event. A three year review of the retention inventory inspection reports was performed for the reported product. There are no nonconformances related to the reported event. The current status of the patient was not provided. Clinical review of the case determined that there was insufficient information provided to establish a temporal association between the use of the device and the reported incident. Cause traced to manufacturing. This case is in scope of CAPA-2024-0013. Investigation identified the root cause was moisture absorption to filled powder syringes during the prolonged in-process storage before packaging. The moisture converted mcp to dcpd from a setting promoter to setting retardant resulting in a much slower setting reaction leading to the failure for handling test. A supplemental report will be submitted upon receipt of new and relevant information. This case will be monitored and trended for future analysis.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 16august2024 the distributor reported to anika that a patient of unknown age and demographic reported to the clinic with pain and swelling in the knee after being treated with tactoset for a subchondral plasticity procedure of the knee on or about (B)(6) 2024. The surgeon withdrew 40cc of fluid from the patient's knee and reported white clumpy substance in the fluid. The fluid was cultured, and the culture results was negative. Upon follow up with the surgeon, the surgeon reported that the patient did not return and believes the patient is seeing another physician. The surgeon reported waiting 202-22 minutes after mixing the tactoset before applying it to the patient. The current status of the patient is unknown. Additional information was solicited.